Manufacturer narrative:
During follow up, the customer indicated that bg levels dropped to a tolerable 90mg/dl, after administering a bolus and going for a run. Bg levels elevated to 200mg/dl before bed, but eventually dropped to the low 100s mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 350mg/dl. The customer treated elevated bgs by administering a bolus, and the issue resolved. The following day, the customer's bgs elevated again from 180 to 280 mg/dl. The customer changed out the site, tubing/ cartridge, and then resumed treatment. No issues were noted during troubleshooting with tandem technical support. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bg levels.